Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe cutting function was not working at unknown timing of pars plans vitrectomy surgery (ppv) with membrane peeling repair of retinal detachment by endolaser (el). The procedure was completed on same day after the set was replaced and a new set was used. There was no information about patient impact.